Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for remote follow-up. Review of transmission revealed that an episode of ventricular fibrillation (vf) where the right ventricular (rv) exhibited low defibrillation impedance, charging problem, and failed to deliver therapy during the first two shock attempts. The third shock therapy was successful. No intervention was performed. Patient condition was stable.